Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-51829. It was reported that patient presented for a dual chamber leadless pacemaker system implant procedure. Patient went into asystole after placing a quad during the procedure, but prior to catheter being used. The patient then exhibited sustained ventricular tachycardia (vt) when the catheter and right ventricular device entered the right ventricle. Physician retrieved the entire system into the inferior vena cava and patient had to be externally shocked. Physican reattempted to implant the leadless pacemaker after removing the quad. However, patient experienced vt and was shocked again. Physician then decided to abandon the case. Physician suspected the size of the device combined with patient's existing arrhythmia may have caused the issues seen during implant. Patient was stable.